Manufacturer narrative:
H4: the manufacturing date is between 01apr2020 and 02apr2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot number 60232920 has been clarified by the reporter to be a suspected lot number potentially associated with the issue; therefore, this report has been updated to a duplicate of 1416980-2020-05412. 1416980-2020-05412 was submitted for an unknown lot number and will now cover this potentially associated lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed inside one exactamix 250 ml eva tpn bag after filling. Magnified inspection by the customer "believe it to be material from the port cap seam being sheared off when capping the port after filling". There was no patient involvement. No additional information is available.